Event description:
The report was received from a user facility in (B)(6). The vitreous cutter did not cut. The doctor replaced it with another cutter and completed the surgical procedure. No pt injury was reported.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records were reviewed and found to be acceptable.